Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information h6 adverse event problem, corrected data: initial report inadvertently did not code 'b14' for type of investigation.

Event description:
Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Shortly after receiving a battery replacement drainage was reported and was cultured and came back positive for (B)(6). The patient was admitted into the hospital and treated with IV antibiotics. When the patient was seen by their surgeon a large volume of fluid was released and the surgeon decided to explant the generator and lead. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.